Event description:
During a laparoscopic cholecystectomy surgeon made an attempt to reposition the diamond flex retractor and it was found at this time that he could not straighten the retractor out. Once he was able to get straightened out enough he was able to remove from the abdomen. There was no harm done to the pt.